Manufacturer narrative:
Additional information was added to h4, h6, and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and fluid inside the bladder was observed which suggests possible no flow may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused during infusion. The infusion was scheduled for an estimated 46 hours; however, at the estimated time, the pump still contained medication which had not been delivered to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.